Manufacturer narrative:
Corrected data: h6 - health effect - impact code 4644 - should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Product code: (B)(4). This product is not marketed in the u.s.. Claim#: (B)(4).

Event description:
An article was published in the journal of cataract and refractive surgery in 2020 entitled, 'comparison of clinical out comes of implantable collmer lens implantation with and without use of an ophthalmic viscosurgical device'. The article states that, " in the iop group, five eyes (9.26%) showed an increase in ipo to >30 mmhg at 1 h post-operatively, however, the iop was reduced by a short course of topical antiglaucoma medication(dorzolamide/timolol: dotimol: hanmi pharmaceutical." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted